Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional via a social media post that two pt's developed a corneal ulcer while wearing the daily disposable contact lenses. This report is to capture one corneal ulcer event. Add'l info has been requested but not yet received. Please reference 9610813-2014-00001 for the add'l corneal ulcer report.